Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an s3 alarm, a strange smell, and irregular operation of the fan on the centrimag console (serial number (B)(6)) was confirmed via log files as well as analysis of the returned console. On (B)(6) 2025 a s3 alarm activated and was unable to clear. On (B)(6) 2025, multiple system power cycles were recorded and a few seconds after each restart, the s3 alarm reactivated. The site reported that this event occurred during maintenance and that no motor was connected at the time of the event. The returned centrimag console was evaluated by service depot alongside known working test centrimag equipment. The returned console was powered on and upon completing the boot up sequence an s3 alarm activated; it was also noted that the fan was loud and operating faster than expected with a strange smell emitting from the console, confirming the reported event. The unit was then disassembled to inspect the internal components, and the issue was isolated to the console¿s battery. The battery was replaced, and the console was serviced. The console passed all functional testing and was returned to the customer. The battery was scrapped, and no further testing was performed. The reported event was determined to be due to the console¿s internal battery; however, the root cause could not be isolated further. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag operating manual, section 3 - "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (doc # (B)(4), rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a circuit was changed out on one of our patients on extracorporeal membrane oxygenation (ECMO) in cv intensive care unit. The patient was on veno-arterial-venous (vav) ECMO so both consoles were utilized (though one was not actively running we use it to monitor the second flow probe on the same screen). When the backup console was turned on an error message appeared in yellow saying 'system failure' and the fan was significantly louder than normal. There was also a very strong "burning plastic" smell. The machine immediately turned off and took it out of patient use. No harm came to the patient occurred as it was not the console actually in use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.